Manufacturer narrative:
H6. Conclusions code: correction.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
Patient code/method code: correction explant evaluation histological slides were returned to w. L. Gore & associates for investigation. Submitted was one h&e stained and cover-slipped histologic section on a glass slide and 5 additional sections of non-deparaffinized, non-stained histologic sections on glass slides. Examination of the h&e stained slide was performed by light microscopy. The skin section had moderate, multifocal, subacute, dermal hemorrhage with intravascular foreign material. The foreign material was composed of folded ribbons of a basophilic amorphous material consistent with endovascular lubricious coating. The origin of the foreign material is unknown. As no distinction, unique to gore biomaterial, can be determined no additional stains were performed.

Event description:
The following was reported to gore: on (B)(6) 2018, the patient underwent treatment of an abdominal aortic aneurysm and a right internal iliac artery aneurysm with gore excluder® aaa endoprostheses using gore® dryseal flex introducer sheath. The endoprostheses were successfully implanted through the sheath (dsf1833/18204789 from left side, dsf1633/18285937 from right side, and dsf1245/18123617 from left side). The patient tolerated the procedure without complication. On (B)(6), 2018, an exanthema on the lower extremities was confirmed by the patient complaint. No treatment was performed for the exanthema. It was reported that a pathological examination of the exanthema was performed and the physician attributes it is possible that the biological reaction of the patient to be related to the artificial coating on the sheath. Results of the pathological examination performed were requested by gore, but not provided. The patient's has no known allergy. The physician suggested it is less possible that latex allergy, contrast material reaction, and anesthetic and/or any drug reaction caused the patient¿s symptomatic state.

Manufacturer narrative:
As gore was unable to determine which device was involved in the event if any, additional device(s) implanted include: dsf1245/18123617, UDI: (B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and a right internal iliac artery aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system, and gore® excluder® iliac branch endoprostheses. All devices were successfully advanced and deployed using multiple gore® dryseal flex introducer sheaths via the right and left vasculatures. The patient tolerated the procedure without complication. On (B)(6) 2018, follow up examination of the patient revealed exanthema present on both lower extremities. The physician reports that the patient has had this biological reaction two previous times after endovascular procedures involving tx2 endoprosthesis and suspects the tx2 or guidewire coating as the cause of the biological reaction, wherein artificial coatings associated with the procedure are believed to have elicited the same biological reaction for the patient. A pathological examination of the exanthema was performed and the physician attributes the biological reaction of the patient to be related to the artificial coating on the sheath. Results of the pathological examination performed were requested by gore, but not provided. The patient's allergic histories, latex allergy, contrast material reaction, and anesthetic drug reaction were reportedly unrelated to the patient¿s symptomatic state.